Manufacturer narrative:
(B)(4). It was reported that during a pvc case, a myocardial infarction was noticed as the patient complained of chest pain and st level was elevated. The myocardial infarction was confirmed by coronary angiogram. Caller reported that the medical intervention provided was a coronary stent. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the magnetic and force sensor of the catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the force sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the force sensor test however this condition is not related to the acute myocardial infarction. The root cause of open circuit at the sensor could not be determinate. A corrective action was created to address this issue.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products were used during this study: carto 3 ((B)(4)), smartablate pump (s/n:(B)(4)), smartablate pump, soundstar catheter ((B)(4)). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) procedure and suffered myocardial infarction while mapping a premature ventricular contraction in the left ventricle. The patient felt chest pain; st segment was elevated on the ECG. A coronary stent was placed on the patient. The patient's symptom was relieved once the coronary artery was revascularized. An interventional cardiologist stated the event was a naturally occurring due to the patient condition of coronary artery disease. The patient had a history of coronary stents. No bwi product malfunctions were reported.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/15/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.